Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an unknown period of time post vena cava filter deployment, several detached filter limbs were allegedly identified in the patients pulmonary arteries. The patient was said to have experienced physical pain associated with the detached limbs. No additional information was received.

Manufacturer narrative:
No device, no medical records and no images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an unknown period of time post vena cava filter deployment, several detached filter limbs were allegedly identified in the patient's pulmonary arteries. The patient was said to have experienced physical pain associated with the detached limbs. No additional information was received.

Event description:
It was reported sometime post filter deployment that a detached limb in the lung and limbs extending beyond the caval wall were identified. A filter retrieval procedure was performed but an attempt to retrieve the filter and detached limb was unsuccessful. During a second filter retrieval procedure, the filter was successfully retrieved but an attempt to retrieve the detached limb was unsuccessful. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and eight months post deployment, x-ray of chest posteroanterior and lateral views was performed which showed there was a thin, metallic density overlying the right midlung on both views, most consistent with a pulmonary foreign body and suspicious for a detached inferior vena cava filter tine which has embolized into the pulmonary arterial vasculature. Abdomen of kidney, ureter and bladder one view was performed which showed an inferior vena cava filter was identified over the right central abdomen. One of the tines appears to be missing, suggestive of fracture. Around four days later, x-ray of chest posteroanterior and lateral views was performed which showed there was a partially imaged inferior vena cava filter. Again, noted was a thin linear metallic density structure in the right upper lobe consistent with an embolized inferior vena cava filter strut. Around five days later, computed tomography of abdomen and pelvis was performed which showed there was an inferior vena cava filter placed just above the iliac vein bifurcation. The filter was tilted approximately 13 degrees. Five filter elements are present in the upper portion of the filter, with six elements present in the lower portion of the filter. Around two months later, chest one view was performed which showed there was a radiopaque metallic foreign body in the left midlung zone with injected methylene blue. Indications: one of the legs of this filter has dislodged and embolized into the right upper lobe distal pulmonary artery. Around one week later, x-ray of chest posteroanterior and lateral views was performed which showed there was a new linear density at the left lung base which probably represents an additional inferior vena cava filter strut in a left lower lobe pulmonary artery branch. Around seven months later, complex inferior vena cava filter retrieval was performed which showed through the right internal jugular vein approach, the catheter was removed over an amplatz wire, which was advanced into the inferior vena cava above the level of the filter. The tract was dilated and a modified and shortened 12 french x 80 cm check-flo sheath was advanced into the inferior vena cava. The tip was positioned distal to the filter and an inferior vena cavogram was performed. Rigid endobronchial forceps were then used to gently dissect free the embedded filter apex and then secure. The sheath was advanced over the apex and body of the filter. The inferior vena cava filter was removed. A follow-up inferior vena cavogram was performed. The 6 french sheath was advanced to the level of the filter fragment. A 6-10 mm trilobed ensnare was inserted making contact with the fragment, but the tip of the fragment was too embedded and could not be snared. A 4 french myocardial forceps device was then inserted making contact with the fragment, but the tip of the fragment was too embedded and could not be removed. All retrieval devices were then removed, and a completion image was taken of the lower left chest. Fluoroscopic images show complex inferior vena cava filter removal. Images show the filter apex secured by the forceps followed by sequentially collapsing of the filter within the sheath. Fluoroscopic images demonstrate attempted retrieval of the filter fragment. During these attempts, the fragment was found to be immobile. The fragment was very firmly embedded within the vessel wall and refractory to percutaneous retrieval attempts. Spot fluoroscopic image of the left lower chest demonstrates the retained filter arm fragment to be in stable position within the left lower lobe. Around one year and four months later, computed tomography angiogram of chest was performed which showed linear metallic density in a left anterior basal segmental pulmonary artery was again noted compatible with an embolized inferior vena cava filter strut. Therefore, the investigation is confirmed for perforation of the ivc, filter limb detachment and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to perforation of the ivc and filter limb detachment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (expiry date: 04/2011). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with morbid obesity was scheduled for placement of an inferior vena cava (ivc) filter prior to gastric bypass surgery. The left common femoral vein was accessed percutaneously and venacavogram demonstrated the renal veins and the diameter of the vena cava appeared adequate for filter placement. The filter was then deployed at about the l3 level without incident. All devices were removed and pressure was held at the puncture site. There were no complications. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter limb detachment, perforation of the ivc, and difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the event details, the filter was implanted prior to/or in conjunction with gastric bypass surgery. Therefore, it is possible that the bypass surgery may have affected the integrity and stability of the filter. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." However, based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown period of time post vena cava filter deployment, several detached filter limbs were allegedly identified in the patients pulmonary arteries. The patient was said to have experienced physical pain associated with the detached limbs. No additional information was received. New information received: it was reported sometime post filter deployment that a detached limb in the lung and limbs extending beyond the caval wall were identified. A filter retrieval procedure was performed but an attempt to retrieve the filter and detached limb was unsuccessful. During a second filter retrieval procedure, the filter was successfully retrieved but an attempt to retrieve the detached limb was unsuccessful. There was no reported impact or consequence to the patient.